Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was overheating during operation. There was no patient or staff impact.

Manufacturer narrative:
Product analysis: could not verify excessive heat. Performed pre-temperature test. Ambient temperature was 73.7 and in 1 minute of testing handpiece temperature were t1 - 75.8 and t2 - 76.9 unit operated within normal parameters. Examined item, no fault found. Handpiece was cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.